Event description:
It was reported the pt never had therapeutic effect following implant. The pt was seen in the clinic. Impedance readings were >4000 ohms on combinations 1/case, 0/1, 1/2, and 1/3 at 1.5 volts. All other combinations were normal. The pt was going to be taken to hospital for revision but additional troubleshooting was being performed first. Additional impedances were run at 3.5 volts with the same results. It was also reported the pt felt a surging sensation that radiated in his head and the side of his body and lightheadedness. The surge did not involve the pocket area. These symptoms have been occurring since implant. The lightheadedness occurs once a day, every few days since implant. Movement caused charges in the stimulation. Additional info indicated it was believed the pt did not undergo revision. The pt was still being followed but the system was still ok despite the high impedances. Additional info has been requested.